Event description:
It was reported, the device was observed to be in back up mode following an MRI. It was noted the device was not programmed into MRI mode prior to the patient undergoing an MRI. Technical support was contacted and recommended reprogramming. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.